Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection of the fuse, fan does not rotate, and lamp does not light. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power supply short occurred due to disconnection of the fuse. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had power supply short. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.